Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that, the stent was not between the markers on the rx vision stent delivery system (sds). Reportedly, there was no pt involvement with this device. No add'l event or pt info is available. This is being reported based on the returned product evaluation, which revealed that the stent was loose on the balloon.

Manufacturer narrative:
During the processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results: product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood or contrast visible. The stent was loose on the balloon. The entire length of the stent appears very slightly flattened. There was no other damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The shaft was slightly flattened 7.7 cm distal to the distal end of the guide wire exit notch for a length of 3 mm. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The protective sheath was not returned. A laser micrometer was used to measure the stent outer diameters and they were all oversized. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent was not located between the markers. Quality assurance analysis found that the stent was returned loose on the balloon. The entire length of the stent was slightly flattened and the outer diameter was oversized. It is a possibility that the flattening of the stent and the reported mislocation of the stent could have resulted from force being applied during the removal of the protective sheath. If the stent shifted on the balloon, over sizing of the stent outer diameter is expected and could account for the stent being loose upon return. Crimp marks were present on the balloon between the markers, suggesting the stent was properly positioned at the time of manufacture. Also, stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. Additionally, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. In this case, a conclusive root cause for the stent mislocation cannot be determined. The only add'l damage to the returned device was a flattening of the distal shaft and multiple bends in the hypo tube. There was no mention of this damage in the incident and likely resulted from handling of the device during packing for shipment back to abbott for evaluation. It does not appear that this damage is related to the reported stent movement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.